Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed normally as the bands were not deployed in the correct order and the bands did not deploy off of the ligator. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle and ligator housing) was analyzed, and a visual evaluation noted that the ligator housing had six bands attached that were not able to deploy. The suture was broken, possibly at the time to remove the device. The ligator housing teeth and the suture hole were found in good conditions. The handle slot had evidence that the trip wire was secured. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180-degree rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that only one band was deployed as there were six remaining bands in the ligator housing. Additionally, the suture that was attached to the trip wire was broken, possibly at the time to remove the device. It is possible that this problem might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. If excessive force is applied to the handle to deploy the bands various problems can happen as a result of this force, the bands might end up overlapping to each other, or they might not be able to be deployed or damaging them making them break. In this case, only the first band got deployed and there were six remaining bands in the ligator housing. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Block e1 (B)(6) hospital. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure performed on october 29, 2023. During the procedure, the bands could not be deployed normally as the bands were not deployed in the correct order and the bands did not deploy off of the ligator. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.